Event description:
The suspect device was used to check the pt's blood glucose. A result of 134mg/dl was obtained. The pt then passed out. Emt's were called and upon arrival used the emt's meter to check the pt's blood glucose. The emt meter read 24mg/dl. The pt was given a dextrose IV. A retest on the emt meter was 27mg/dl and a retest on the suspect device was again 134mg/dl. The pt was transported to the hosp and admitted for low blood glucose. While in the hosp the pt was diagnosed with a digestive disorder which can reduce blood glucose.